Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was alarming to an unknown alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2015 with the following findings: the display screen was found to be cracked and blank. The pump history was able to be downloaded, and no alarms were found. The alleged issue of the pump emitting unknown alarms could not be duplicated and was not found in the device history.